Event description:
New information received indicates that the patient was normal afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced dizzy spells. Inhibition of pacing due to myopotential oversensing was suspected. The inhibition of pacing was reproduced with deep breathing. Programming changes were made and the inhibition of pacing was not seen with deep breathing. The device remains implanted. The patient will continue to be monitored.